Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter: product ID 8590-1, lot# n113866, implanted: (B)(6) 2007. Product type: accessory. (B)(4).

Event description:
It was reported that an alarm occurred. The patient started hearing the alarm on (B)(6) 2013. A possible motor stall was discussed. The device system was used to deliver bupivacaine 5mg/ml and dilaudid 50mg/ml at 11.14 mg/day. It was later reported that the pump was replaced. The alarm was due to a motor stall. The pump logs revealed that a motor stall occurred on (B)(6) 2013. The patient status on the day of the replacement was reported as ¿alive-no injury¿. There were no patient symptoms or complications associated with the event.